Event description:
It was reported that a .035" guidewire was used to access left femoral artery and go beyoned obstruction (prosthesis of abdominal aorta). Guiding catheter used to exchange initial wire w/ .025" wire. Iab loaded onto wire and placed. Guidewire got stuck in iab and was impossible to extract it and complete procedure. Iab was removed and replaced w. Competitor's product. There were no reported pt complications.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.